Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien service engineer uploaded the software and conducted the final testing only. Multiple attempts have been made to try to obtain patient information but no response from the customer.

Event description:
It was reported that the 840 ventilator had a blank screen. It is unknown if the ventilator was in use on a patient at the time of the event.